Event description:
It was reported that the ventilator constantly alarmed for disc/sense and was not working. The patient was placed on the back-up ventilator with no patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. All event trace entries are consistent with normal ventilator operation.